Event description:
A malfunction was reported on a customer's insulin pump, identified with a malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.